Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine change out, the setscrew of atrial port could not be loosened. The device was explanted and replaced successfully. The patient was doing fine post procedure.